Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. Device code c62883 and fdm, fdr, fdc codes apply to both the insr antenna and the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that for the past "several months, probably late (B)(6) 2019") his insr antenna started getting very hot at the paddle part. They said when he charges his ins his ins "battery pack gets super super sore". They also said that it looked red at his battery site and after charging he needed to "ice it down" and the implant site was sore for the rest of the day. They were sent a new insr antenna. The patient was advised to follow up with their hcp if their pain persisted at the implant site. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.